Event description:
Pt had not been receiving adequate pain relief despite increasing daily dosage of morphine. A dye study was performed which showed the catheter dislodged from the spinal canal. A revision was performed with no complications. When the pump was restarted after the surgery, the pt's last daily dosage was programmed, resulting in the pt experiencing respiratory depression. The pt was treated with narcan, but did not have to be admitted to the ICU or intubated. The recovered completely, and is getting the desired therapeutic effect with the new catheter.